Manufacturer narrative:
(B)(4). Investigation confirmed that the universal interface (ui) printed circuit board (pcb) was faulty. The ui pcb was replaced and the unit passed testing.

Event description:
The customer reported that the n65 display was missing segments when the device was turned on. The failure happened when the device was not being used on a patient.